Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected data: h3 (inadvertently omitted on the previous follow-up medwatch report). H11 (manufacturer narrative information below was inadvertently omitted from the previous follow-up medwatch report). "It is unknown whether there was deviation from instructions for use in reprocessing steps for the location where the foreign material remained."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event can be detected and prevented by the handling device in accordance with the following sections of the instructions for use: detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.